Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative found that the probe liquid level detection voltage was out of specification. He adjusted the probe and liquid level detection voltage. He corrected the probe's alignment and performed adjustments. The customer found 2 tips inside the pth reagent pack and removed the pack. The field service representative performed checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys pth stat (pth stat) results for 1 patient on a cobas e 411 analyzer (disk system). The initial result was 124 pg/ml. A new sample was obtained, and the result was <6 pg/ml. A repeated test for this sample was requested by the physician in the operating room, but the repeat test produced an invalid (no) result. A third sample was obtained, and the result was 54 pg/ml, which was deemed correct. The tests were repeated because the physician in the operating room questioned the results. The results didn't match the clinical picture of the patient.

Manufacturer narrative:
The time that elapsed between samples was provided: the first sample was collected at approximately 12:00 pm. The second sample was collected at approximately 12:10 pm. The third sample was collected at approximately 12:20 pm.